Manufacturer narrative:
As of today the lead has not been returned. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this lead, noise and non-capture was seen via the pacing system analyzer (psa). It was reported that the helix was not able to be retracted; it was suspected that the helix had broken. It was reported that the lead was to be returned. There were no adverse patient effects reported.